Manufacturer narrative:
Mhus08 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device has not yet been received by devicor medical products, inc. For evaluation. Therefore we are unable to determine a root cause for the reported incident. If the tissue is found within the vacuum line rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products inc. Received a report from our affiliate, devicor medical (B)(4), stating, during a breast biopsy procedure, after 3-4 samples were taken, a 603 error message occurred and one of the sample is in the vacuum tubing line. This has been documented in our system as record # (B)(4).